Event description:
A 8.0 mm portex tracheostomy tube was tested prior to use. Cuff would fill with air, but after insertion into the pt, it would not hold air and it was removed. A second 8.0 mm portex tracheostomy tube was inserted and the cuff maintained the air pressure. The pt tolerated the procedure well. Expiration date: 10/2015.